Manufacturer narrative:
(Date of event): date of event was approximated to (B)(6) 2012 (implant date) as no event date was reported. Initial reporter name and address: this complaint was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an lynx system retropubic suburethral sling was implanted into the patient on (B)(6) 2012 as part robotic supracervical hysterectomy, robotic abdominal sacral colpopexy, abdominal enterocele repair, right ureterolysis, cystoscopy with calibration procedure for treatment of uterine prolapse, vaginal vault prolapse, vaginal prolapse, and stress urinary incontinence with urethral hypermobility. As reported by the patient's attorney, the patient experienced an unknown injury.